Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opacity, asc observed. The lens was explanted. Cause of the event was reported as unknown.